Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. No bsc devices were used on the patient. It was reported that a pericardial effusion occurred during the transseptal puncture (tsp). The patient began to lose blood pressure and pericardial tap was performed. After the pericardial tap the symptoms resolved and the patient stabilized. The procedure was aborted. The patient was discharged home the next day.